Event description:
It was reported that the manufacturer representative (rep) met the patient with her cardiology nurse that monitored her boston scientific pacemaker while we turned on her vanta scs and no correlation, interference or changes in patient status could be identified. Her cardiology practice has asked her to journal any further episodes of dizziness accompanied with daily vital signs and documentation of vital signs with any further episodes. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). .